Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the caller through checking and cleaning the cartridge area and confirmed the cartridge was correctly loaded, allowing the customer to resume insulin delivery successfully.